Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 5 to 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 5 to 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.